Event description:
It was reported that the autoplex system was being used in a procedure when the cap broke off, resulting in the procedure being rescheduled after the patient was under local anesthesia. There were no patient or user injuries and no adverse consequences. The procedure was completed a few days later.

Manufacturer narrative:
Revised codes as a result of completed investigation.

Event description:
It was reported that the autoplex system was being used in a procedure when the cap broke off, resulting in the procedure being rescheduled after the patient was under local anesthesia. There were no patient or user injuries and no adverse consequences. The procedure was completed a few days later.